Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on (B)(6)2023, the patient was admitted to the hospital due to progressive urination fatigue for 2 years, which aggravated for 1 day. A three-lumen urinary catheter was placed and the bladder was continuously irrigated, and the light red liquid was drawn out smoothly. On (B)(6)2023, the catheter drainage was not smooth, and the bladder was flushed manually once. The catheter balloon was found to be ruptured. The doctor tried to change a new three-lumen catheter but failed, so the patient continued to be observed and stopped the bladder irrigation. At 2:00, the patient can urine by himself, and a large number of blood clots were discharged. As per the injury performance, the patient experienced a urinary tract bleeding. As per the follow up information received on (B)(6)2023, it was undetermined if the catheter caused bleeding and confirmed that the date of event occurrence was on (B)(6)2023.